Event description:
Per medwatch mw5108288, it was reported that there was system failure with both pumps when using treprostinil syringes. It was further reported that pump assumes it is empty, however, medication was still left in the syringe, enough for several more hours. No patient injury reported.

Manufacturer narrative:
No product sample nor photos were received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record review could not be performed in that no specific product was identified. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The lot number communicated by the complainant could not be verified, thus manufacture date could not be identified. Manufacturing site address is unknown. UDI information is unknown. Premarket (510k) number is unknown.